Event description:
The surgeon was unable to reattach the extractor back onto the trial, which was in-site in the humerus. After approx 25 mins, surgeon managed to extract trial, but did not attach prosthesis to extractor for fear of not releasing. Therefore, surgeon used a competitor's shoulder. The plastic sleeve was used during the operation, but has not been returned as the device broke, and was thrown away. On receiving the extractor, the marketing mgr tried to use the extractor with a spare trial, and found that although, it did attach to the trial, he felt the thread was not as smooth as it should be. The competitor's product has a different neck angle than the bigliani/flatow shoulder, and was implanted on the original bone cut, possibly leaving a slight gap as a result of the angle difference.